Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is submitted 04 november 2019.

Manufacturer narrative:
This report is submitted on august 12, 2019.

Event description:
Per the clinic, the patient experienced intermittent swelling over the receiver stimulator which has not been resolved with medical management. The surgeon has determined that an infection is present based on the presence of swelling. No antibiotics was administered. The implanted device remains. The surgeon has not decided upon the course of action at of the date of this report, august 12, 2019.

Manufacturer narrative:
This report is submitted 3 december 2019. - attachment: [155771 device analysis report.pdf].